Event description:
Additional information: it was reported that the issue was resolved by aspiration of all air pockets.

Event description:
It was reported that 3 attempts were made to access the pump reservoir before the health care provider (hcp) was successful. The reporter stated that they were able to aspirate the reservoir but were unable to fill it. No patient symptoms or injury were reported. The device system was used to deliver hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).